Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/25/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump was not regulating the flow properly when the shaver was on its shakes a lot. This occurred during a case they thought it was a boost problem, but that was checked, and again no flow was regulating making a loud sound. There was no harm to the patient.

Manufacturer narrative:
The complaint allegation that the shaver would shake is not confirmed. The complaint allegation of a loud sound is confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected and signs of wear and tear were observed. The returned device was assembled with an ar-6410 lot number: 73988853, and an ar-6430 lot number: 73002759 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting a default setting, the run button was pressed to start the machine. It was noted that the inflow tubing was not working as intended and the console would produce a pressure fault error. Further inspection noted that the inflow door was loose and when tightened, the inflow would work. The most likely cause for this can be attributed to wear and tear. Date of manufacture: 2017-10. The device information was read, and the total run time for the device was indicated to be 44 days, 8 hours, 14 minutes. Further functional testing was then performed by connecting the returned pump to a known good ar-8305 shaver console and ar-8325h shaver handpiece to test the shaver functions. It was found that the ar-6480 worked as intended when connected to the shaver console and no shaking was observed. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2017. Refer to investigation photos.